Event description:
It was reported that the patient reported persistent dizziness and a heart rate of 35 bpm during an international flight. It was further reported that there was a sudden pacing failure and the "pacemaker did not pace anymore". The implantable pulse generator (ipg) and lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 4023 lead, implanted: unknown. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.